Event description:
The caller stated that they talked to an healthcare provider (hcp) that reviewed information about a patient with a nevro system and MRI eligibility. The patient had an impedance test prior to an MRI and all values were normal. They later determined through imaging that the lead had partially backed out of the epidural space so the patient was not scanned. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).